Event description:
It has been reported to philips that, when turning on the equipment smoke and burning smell was coming from the auxiliary connection box module. The smoke was very light and little, and it extinguished by itself. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
A philips engineer inspected the system onsite and identified that an internal board in the auxiliary connection box shorted. The short circuit was possibly caused by a voltage fluctuation. The auxiliary connection box was replaced and the system was returned to use in good working order. Corrected data: codes are updated as per the investigation outcome.